Manufacturer narrative:
Information suggests this device remains in-service. Investigation is completed. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that during an upgrade procedure this cardiac resynchronization therapy defibrillator (crt-d) undersensed ventricular fibrillation after induction. The patient was external rescued. The device paced through the vf in ddd mode but sensed appropriately in vvi mode. The physician elected to further evaluate the system by performing a non-invasive programmed stimulation (nips) on the patient the following day. The induction testing was normal with no undersensing present. No adverse patient effects were reported.